Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump had a vibrate anomaly and it alarmed. The customer's blood glucose level was 130 mg/dl. The customer reported having unspecified low blood glucose levels and treating with glucose tablets. The call was disconnected and no further details were provided.